Event description:
Pt called to report on day three of wearing her acuvue lens, that she awoke with "pinching in eyes". Pt took lens out. Pt was diagnosed by an ophthalmologist with a corneal ulcer in the left eye, and was perscribed sulfacetamide ointment. Pt visual acuity was 20/400 pin hole to 20/200. Ophthalmologist stated on flow up visit 06/24/1999 pt's visual acuity was 20/25 with correction. There is a small mid peripheral corneal ulcer location at the 8 o'clock position, approx. 1 to 1.3mm in size. On 07/01/1999, pt visual acuity 20/25 ou with correction. Pt has appointment with ophthalmologist to discuss contact lenses. No add'l info is available to enable further investigation at this time.